Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead dislodgement was suspected as the right ventricular (rv) signal was observed on the atrial channel. Low pacing impedance and abnormal electrical measurements were observed on the capture threshold and atrial sensing value. The atrial lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgment, low pacing impedance, undersensing, and unacceptable thresholds. The reported events of low pacing impedance, under-sensing, and unacceptable thresholds were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix retracted and clogged with blood. After cleaning the blood off from the helix and applying torque directly to the connector pin, the helix could be extended and retracted meeting device specifications.